Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedure for catalog# 780-36 were received and no findings that can potentially relate to the reported issue were found. A device history record (DHR) could not be conducted since the lot number was not provided. Additional document review - the product IFU (instructions for use) states several warnings in order to avoid overheating of the circuit. The customer complaint was not confirmed due to the lack of the product sample to perform a proper investigation and determine the root cause.

Event description:
The complaint was reported as: the customer reports that the pt had been on the ventilator for approximately 24 hours, when the therapist was alerted to a low volume alarm. Upon inspection of the circuit, the therapist found a hole burned in the circuit. The pt's condition is reported as fine.